Manufacturer narrative:
The product has not been returned for failure analysis/laboratory testing user error may have contributed to the event.

Event description:
This was an spontaneous report from a health care professional concerning a female patient (age unspecified). The health care professional reported that a female patient ingested an unknown amount of efferdent anti-bacterial denture cleanser (sodium perorate monohydrate, potassium monopersulfate) (frequency and indication unspecified) on (B) (6) 2009. On the same date, the patient's mouth was blue. Also, on (B) (6) 2009, the patient was admitted to hospital for other symptoms. This report is serious (hospitalization).